Manufacturer narrative:
(B)(4). One used ls3092 ligasure device was received for evaluation, and the reported issue was not confirmed. Testing of the device found it was recognized by the generator and there were no issues with the cord dot-recognition fixture. Sealing was performed multiple times on simulated tissue, and all seal cycles were completed satisfactorily with end tones. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during production, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused by misaligning the snaps during assembly by the user or by multiple assembly attempts. The investigation identified the root cause of the damage to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that the device would not work. Examination of the received sample on (B)(6) 2016 found a snap pin from the electrode is missing and was not returned. It is unknown if the missing piece fell within the patient. Multiple attempts for further information on the location of the detached piece have been made, and no response was received from the customer.